Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula bent with the wire out of the handle and the catheter and wire were kinked in the middle of the device and in the distal section. The device investigation found that the loop was not broken; this is contradictory to what was originally reported. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare loop broke apart at the yoke. The wire did not fully detach and no part remained in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure.   According to the complainant, during the procedure, the snare loop broke apart at the yoke. The wire did not fully detach and no part remained in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.